Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown morphine drug (12 mg/ml at did not ask mg/day), unknown baclofen (500 mcg/ml at did not ask mcg/day), and bupivacaine (40 mg/ml at did not ask mg/day) via an implantable pump for spinal pain indications. It was reported that yesterday ((B)(6) 2022-) the healthcare provider (hcp) attempted to fill the pump and was able to push and pull a couple times while barbotaging in the fill port but after getting 10 mls in they could not aspirate or push anything from the reservoir. They attempted to reposition the needle (tried three different kits) held back negative pressure for a long time. They were going to go back to the patient's home today and try again and would call back if the issue could not be resolved.  Additional information received indicated they were still not able to aspirateor push anything into the reservoir.  They were redirected to the follow up hcp to discuss troubleshooting / next steps. An additional call from the follow up hcp stated they would like to review the information discussed since they would be bringing the patient in next tuesday ((B)(6) 2022-.  Considerations were reviewed with performing a lateral x-ray to check pump reservoir and the hcp stated they would check for that during the next appointment.  No patient symptoms or complications were reported.